Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Reportedly the customer is wearing the cartridge for 4-5 days. Tandem clinical support informed customer that wearing the cartridge for 4-5 days, is off label per the user guide. No reported impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.